Event description:
Event description boston scientific crm received information that the caller was unable to interrogate the device. He tried 2 different programmers, different outlets, different programmer wands, etc with no success. The magnet rate was 10 pulses at a rate of 90ppm and then it goes to the programmed lower rate limit. Technical services advised the magnet rate is not indicative of a boston scientific pacemaker.